Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 09 and 10 were not working. A technical support specialist (tss) confirmed that the field service engineer (fse) replaced the controller board, then remote in and configured the cubie drawer 09 and 10, after that both the drawers were opened. The system functioned as intended after the field service engineer repaired the device.